Event description:
It was reported that the patient was implanted and the paddle lead was at anchored at t8 and t9. At the 2 week post-op the site looked fine. At 6 weeks post-op the lead was surfacing at the point just below the anchor position. The lead was explanted due to the lead eroding. They provided medications and time to heal, and then placed another paddle lead. This time they used a wound vac to help with healing. At 2 weeks post-op the site looked fine, and at 6 weeks post-op the lead was eroding was well. It was noted that the patient was getting good pain relief. But the second lead was also removed.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n349295, implanted: (B)(6) 2014, product type: accessory. Product ID 3 9565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).